Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the sensing was bad and the threshold was high. The lead was not used, and a different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was obstructed, the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen, the distal lv (low voltage) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated damage at implant. The analyst noted that the stylet was stuck in the lead and cannot be removed due to blood obstruction. The outer insulation breach likely did contribute to the electrical complaint and caused at the implant.